Event description:
--

Event description:
Boston scientific received information that this product was involved in an infection. Additional information received confirmed that the system was not explanted. The device remains in service. There were no additional adverse effects reported.

Event description:
Additional information received indicated that the entire system was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.